Event description:
Information was received from a patient regarding an external device. The reason for call was pt started having problems with the controller over 6 months ago and had to reset the controller. Then on saturday the patient took the controller battery out of the controller to reset and when they put the battery back in the controller started "smoking and shooting flames". Patient was able to get the controller to stop being on fire but now the battery would not go back in. Pt said that part of the controller battery was stuck inside of the controller and could not obtain controller serial number. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Patient service specialist sent email to update patient address. Rep called back and said patient charged up the replacement controller and battery, however the screen is black. Technical services(ts) recomm end taking the battery out and reinstall to see if that would resolve the issue. Rep to meet with patient. Phone call was made to patient. Pt reported that prior to the ¿smoking and shooting flames¿, there was no physical damage that they could see on the controller. Pt reported that their controller turned off and would not come on, and so they took out the battery back to reset and turn on their controller. Pt reported this happens often. Pt reported that when they put the battery pack back in, the flame started immediately, right at the top of the battery. Pt reported there was a little orange flame that became a larger blue which they blew out immediately. Afterwards, the device was smoking. It was noted that the device was in the patient¿s hand and was not plugged into the ac power supply. Pt reported they went to their doctor and rep right away and got a replacement controller from the rep. It was noted that the patient was still experiencing issues where if they leave their controller for a while, it would go out and not come on.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type product ID 97745 lot# serial# unknown, product type programmer, patient product ID 97745 serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6); product ID: 97745, serial/lot #: unknown; product ID: 97745, serial/lot #: unknown, b3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, lot#serial#: (B)(6), product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient product ID: 97745, product type: programmer, patient, h3: product: 97745, s/n: (B)(6) was returned for analysis. Analysis found: replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Replaced main board due to intermittent failures causing connection and charging issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID m995402a001, serial# (B)(6) was returned for product analysis. Analysis found the case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they have sent the product back and have not received any analysis report from medtronic. Repairs sent out a new remote and defective remote was returned in the package supplied to the customer from medtronic. The issue has been resolved. The patient's controller screen issue and not turning on has been resolved. The information was also confirmed with a physician/account.